Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the prosthetic cardiac valve thrombosis cannot be confirmed; however, the patient¿s multiple co morbidities could have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure; human factors.

Event description:
Approximately 2 months post tavr procedure in the mitral position, a tee revealed possible valve thrombus. A tee was performed and one of the mitral prosthetic leaflets intermittently was failing to close and appeared to be stuck with significant mr with possible suggestion of thrombus in valve but not definitive. As reported, a 29mm sapien xt valve was implanted in the mitral position by transapical approach. The initial procedure went fine. A tee was performed one week post procedure, due to the patient developing atrial fibrillation (af) and was cardioverted; the valve function was excellent. The patient was administered warfarin for the af. Approximately 2 months post procedure, the patient was admitted with fluid overload and treatment of fluid overload. An echo revealed normal mitral prosthesis function (mean gradient of 4mmhg) and responded well to diuresis. The patient became acutely desaturated following a coughing approximately 24 hours later and had to be intubated. The patient¿s pa pressure had become near systemic (100mmhg, was 60mmhg on echo before). A tee revealed one of the mitral prosthetic leaflets intermittently failing to close and appeared to be stuck with significant mr with possible suggestion of thrombus in valve but not confirmed. IV heparin was administered but the patient did not improve. A repeat tte the following morning was more suggestive of valve thrombus which was lysed with no effect. The patient¿s inr on admission was 1.9. Of last communication, the patient expired.